Event description:
It was reported that the device exhibited episodes of post-paced t wave over-sensing. Device reprogramming was made. There were no adverse health consequences, the patient was stable and will continue to be monitored.